Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed that the device was in back-up mode. Attempted downloads were not successful. The patient will be scheduled for device replacement.